Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheter with wings 22ga 1.00in experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: customer reported uneven catheter tip between needle en pu.

Manufacturer narrative:
H.6. Investigation: two photos and three samples were received by our quality team for evaluation. Upon visual inspection, a damaged catheter tip was observed on two of them and needle pierced through catheter was observed on the third; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the catheter damage could have been caused by the needle piercing through the catheter. Needle through catheter would have occurred during product application when the product was manipulated or during assembly of catheter. A project has been started, CAPA#590840, to further address actions required to prevent it from occurring during the assembly of the catheter. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd insyte-w¿ IV catheter with wings 22ga 1.00in experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: customer reported uneven catheter tip between needle en pu.